Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kink and shaft separation were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a procedure to treat a de novo lesion in the mid left anterior descending (lad) coronary artery with mild tortuosity, moderate calcification and 90% stenosis, pre-dilatation was performed with an unspecified semi-compliant balloon at 12 atmospheres. A 2.75x38 mm rx xience prime stent delivery system (sds) was advanced but failed to cross the lesion even after multiple attempts due to the patient anatomy. There was no interaction of devices. Reportedly, the proximal portion of the shaft bent and then separated outside of the patient anatomy. The separated portion of the sds was simply withdrawn from the patient anatomy without issue. A new same size rx xience prime sds was used to successfully complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.